Manufacturer narrative:
UDI: (B)(4). Initial reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact speed reducer device reduction gear was damaged and the device had no drive. It was further determined that the device failed the following pre-tests: test for speed (rpm) rotations per minute of (uut) unit under test and temperature. It was unknown if the event occurred during a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.